Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("that's my eviction date too") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (she had planed to undergo essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. ¿concerning the injuries reported in this case, the following one was described in patients social media: "medical device removal". The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Essure start & stop date added. Patient & reporter information updated. Date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("right essure device migrated from its position in the uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of vaginal bleeding, ovarian cyst, vaginal bleeding, drug allergy (latex, mushroom, vicodin, amoxicillin, penicillins), cramp in lower abdomen, abdominal pain, parity 4, parity 4, multi gravida and pelvic pain female. The patient had a family history of lung cancer, colon cancer, high cholesterol, prostate cancer, seizures and hypertension. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device expulsion (seriousness criterion intervention required), salpingitis ("salpingitis") and pregnancy with contraceptive device ("patient became pregnant "). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for device expulsion and salpingitis were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The vaginal delivery occurred on (B)(6) 2017. The reporter considered device expulsion, pregnancy with contraceptive device and salpingitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis 1) left fallopian tube, salpingectomy: benign fimbriated fallopian tube with full cross-section. 2) right fallopian tube, salpingectomy: benign fimbriated fallopian tube with full cross-section. 3) essure device, removal: one contraceptive device. Clinical information: pain pelvic, tubal ligation status, history of essure sterilization. Gross description: part 1) the specimen is designated "left fallopian tube" and is a tan, fimbriated tubal segment measuring 3.2 x 0.5 cm in diameter. Representative sections are submitted in one cassette. /cdm. Part 2) the specimen is designated "right fallopian tube" and is a tan, fimbriated tubal segment 4.6 x 0.4 cm, with a 0.3 cm paratubal cyst containing clear fluid. Representative sections are submitted in one cassette. /cdm. Part 3) the specimen is designated "essure device" and is 1 essure coil, 3.5 cm long x 0.2 cm in diameter. Gross dictation only. Microscopic description: microscopic examination is performed and the findings corroborate the diagnosis. [Ultrasound pelvis] on (B)(6) 2017: findings: transabdominal and endovaginal pelvic ultrasound. Comparison lumbar spine radiograph on (B)(6) 2014. The uterus measures 10.0 x 6.1 x 4.4 cm. The endometrium is homogeneous measuring 6 mm. Both ovaries are normal. The right ovary measures 2.6 x 2.4 x 1.7 cm. Left ovary measures 2.8 x 2.2 x 1.6 cm. There is no free pelvic fluid. It does appear that bilateral tubal occlusion devices are identified. Impression: probable persistent bilateral tubal occlusion devices. Uterus and ovaries are otherwise unremarkable. No free pelvic fluid. ¿concerning the injuries reported in this case, the following one was described in patients social media: "medical device removal". The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with event partial expulsion. Event pregnancy with contraceptive device & salpingitis added. Medical history, concomitant condition & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('that's my eviction date too') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had planed to undergo essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media: "medical device removal". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.